Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. The received cycler was turned on but the display remained blank. The functional display test was performed and failed. An internal inspection of the cycler revealed that the inverter board transformer was burnt. The inverter board supplies the dc voltage which illuminates the lcd display. The faulty unit was addressed during the manufacturing refurbishment process. There were no other discrepancies encountered in the internal inspection of the device. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A review of the DHR did not reveal a probable cause for the customer complaint. The reported customer complaint of display issue was confirmed.

Event description:
A peritoneal dialysis patient reported a blank cycler display while in dwell three of four. The patient stated when they press on the screen the display remained blank but they could hear audio. The patient further pressed the side buttons and while they could hear audio, the cycler¿s display remained blank. The technical support assisted the patient with troubleshooting steps but the screen did not change. The cycler was replaced due to the display issue. The patient was advised to discontinue use of their cycler. Upon follow up with the patient¿s nurse, it was noted that the patient did not develop any symptoms or injury as a result of the event. The patient has received the replacement cycler and has been able to continue with peritoneal dialysis therapy without complications. During evaluation the display inverter board transformer was found to be burnt.